Event description:
Customer reported that the instrument indicated that 4 samples were not required for testing in positions b8 through b12 when in fact that the samples had not previously been testing when performing the ortho hbsag system 2 elisa using summit 2329 with oas software ver 1.3.5 customer determined that the barcode scanner was not working and the system generated several messages regarding the barcode scanner. An fse was dispatched and was unable to duplicate the concern. Fse performed add'l tests to ensure the instrument's operation. Fse replaced the ribbon cable set in the scanner. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.